Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description of no gas in preloaded delivery system. There was a patient contact and no patient harm. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in h.6. Additional information was provided in h.11, the product was returned for analysis, and the reported complaint was observed. The device was returned in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The lens is present in the lens bay. The lever is moving freely, and the plunger is not advancing. The device is taken apart for further evaluation. The canister is fully punctured non company lubricant is observed on the canister neck. No damage observed to o-rings. The device was reloaded and reactivated with a new canister. The failure mode could not be replicated; the device activated with no issues. The root cause for the reported complaint is deemed to be manufacturing related (the faulty sub-assembly is supplied by company's vendor in bray). The product did not meet specifications. The plunger is not advancing when the lever is pressed. Based on the results from the company product history record, the products met release criteria. There have been no other complaints for this lot. Investigation has been completed based on current information. The vendor has been notified of this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.5., d.6.,a and d.6.b. Additional information was provided in d.9., h.3. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the initially received information, it was confirmed that no gas in company preloaded device found during the surgery. There was patient contact with the device however no impact to the patient.